Event description:
According to the initial reporter, when it was deployed, the stent did not correctly anchor into the vessel. It moved approximately 3 to 5 cm into the ivc. They then used a larger 18 mm (another manufacturer) stent to stent inside of it and anchor it to the vessel. The procedure was successfully completed.